Event description:
It was reported that the device did not start-up correctly and was not free from critical errors because it displayed the message 4006. It was also reported that the device did not operate on ac or battery power and could not recharge the battery due to the coin cell being empty and the battery being faulty. No patient harmed and no injury reported because this was found during service and repair.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The 4006 error message is not an indication of a product defect. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.